Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life of the insulin pump, the pump rejected new batteries and the insulin pump had a crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for the cosmetic damage and battery failed alarm and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the short battery life as the customer declined further troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2025 09:35:00.000, (B)(6) 2025 11:50:18.000, (B)(6) 2025 06:41:00.000, (B)(6) 2025 06:41:00, and failed batt test alarm on (B)(6) 2025 16:54:35.000, (B)(6) 2025 16:56:31.000, (B)(6) 2025 18:20:00. No unexpected low battery, failed batt test alarm during testing. Battery cycle 25.0 received the low battery alert (104) on (B)(6) 2025 06:41:00 faster than expected at 2.72 days. Battery cycle 21.0 received the low battery alert (104) on (B)(6) 2025 09:35:00 faster than expected at 2.88 days. Battery cycle 13.0 received the low battery alert (104) on (B)(6) 2025 10:22:00 after more than 7 days at 16.94 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. ¿the p- cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of the belt clip rails, label damage, partial broken retainer ring and cracked battery tube threads. No low battery, failed batt test alarms noted during testing and unexpected low battery alerts listed in the pump trace download. Cracked case corner of the belt clip rails confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records, isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.